Manufacturer narrative:
Pump failed stop current test due to corroded battery tube spring noted. However pump passed displacement test, run current test, self test and off no power test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.